Manufacturer narrative:
Visual inspection confirmed that the screw had fractured inside the implant. No lot number was provided for the abutment screw; therefore, the device history record and complaint history reviews could not be completed. No definitive root cause could be determined. (B)(4).

Event description:
The dentist reported the patient presented to the office with a loose crown due to a fractured abutment screw. The implant was removed in order to remove the screw.